Event description:
A supplemental report is being submitted to include related medical device report number in section h10.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis however, the investigation is ongoing. The alleged product issue cannot be confirmed at this time. The investigation findings will be included in a supplemental MDR report.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has been returned to the manufacturer for analysis however, the investigation is pending completion. The alleged product issue cannot be confirmed at this time. The investigation findings will be included in a supplemental MDR report.

Event description:
As reported, the 014 wire would not go through the hub of the headway duo. Additional information received from the FDA indicated, (B)(4): event 1, lot: 0001027774. During prep of the catheter, the md was unable to pass the wire through the catheter. There is a defect in the hub that showed a wire in the catheter preventing the md from loading the wire onto the catheter. The catheter was removed and replaced with no harm to the patient. This event-1 is being reported based on the wire observed at the hub.

Manufacturer narrative:
The investigation found the returned microcatheter kinked at the distal tip of the hub. Furthermore, an in-house guidewire encountered resistance at the kink during the investigation, which is consistent with the reported resistance. However, the kink was found underneath the strain relief and would not have been seen by the user. The investigation did not find the alleged wire or any other defect inside the hub as described in the reported event. The physical evaluation of the device could not identify the conditions or circumstances that led to the kink, but the damage is consistent with the device experiencing forces that exceeded its yield strength. The original guidewire used in the procedure was not returned for evaluation, so the investigation could not determine if it had contributed to the reported complaint.

Event description:
A supplemental report is being submitted to include the product investigation findings.